Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the 3d image appeared as two separate images. The representative described the image as overlaid and stated that it appeared as though the patient had moved, even though no movement was reported. One hd spin and one standard spin were performed. It occurred intra operatively and patient present at time of event. Troubleshooting was performed. Technical service asked the representative whether the gain calibrations were overdue and instructed the representative to reboot the system. The call was disconnected before further troubleshooting could be completed.